Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow-up in-clinic with dislodgement observed on the right atrial lead. X-ray imaging confirmed dislodgement. On (B)(6) 2018 the lead was explanted and replaced. It was noted that the patient did not experience any adverse consequences as a result to the event and is recovering.